Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that following pump replacement for normal battery longevity, the patient developed an infection; the skin did not heal right. The date of the event was unknown; however, the reported believed this occurred before 2013. It was noted that the patient had a hip infection prior to the surgery from falling. The patient was also not in good health prior to the surgery, did not eat well, used to smoke, and was currently on continuous oxygen. The pump was explanted. The patient was prescribed oral dilaudid following the explant. The device system delivered hydromorphone at the time of the event. Additional information has been requested but was not available at the time of this report.